Event description:
The user facility reported that water was leaking from their reliance endoscope processor. No injuries to hospital staff or patients reported. Procedural delays were reported.

Manufacturer narrative:
A steris service technician arrived onsite and found the water to be cleaned up. The technician inspected the unit and found a disconnected water hose. The technician further inspected the unit and found the hose clamp on the inlet hot water hose was loose. The technician replaced the hose clamp ran a test cycle and confirmed the unit to be operational.